Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient had issues with the device with regard to "wii video game" and theft detection systems at stores. The patient's information was not given.